Event description:
It was reported that the patient experienced diagphragmatic stimulation with a threshold of 5 v at 1.0 ms. The pacing threshold was 5 v at 1.0 ms, so the physician decided to disable left ventricular stimulation.

Manufacturer narrative:
Na